Event description:
Reporter indicated that his vns pager style magnet does not work. The vns patient cannot feel stimulation using the magnet, and the magnet will not stick to the refrigerator. The patient's other vns magnet was working properly. Good faith attempts for additional information and product return have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.